Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 500 mg/dl. Customer's blood glucose level of 80 mg/dl. Customer was treated with insulin pump and manual injection. Customer was not alleging insulin pump for under delivering. Customer stated that there was no leak and air bubbles. Customer stated that they were using auto mode. The insulin pump will not be returned for analysis.